Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in france reported false susceptible oxacillin results in association with the vitek® 2 ast-p631 test kit while testing a staphylococcus aureus isolate. Testing via disc diffusion obtained an oxacillin result of resistant. Pcr test was positive for mrsa. It is unknown which result was reported to the treating physician or what therapy was prescribed. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to a patient's state of health. Culture submittals have been requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6)reported occurrence of a false susceptible oxacillin result leading to non-detection of (B)(6) in association with the vitek® 2 ast-p631 test kit. Biomérieux investigation was conducted. Confirmed the organism identification as (B)(6) via vitek® 2 gp ID test kit. The following ast test methods were performed: - pcr meca/mecc: positive result ((B)(6) confirmed). - cefoxitin kirby bauer (kb): fox d = 20mm (resistant). - agar dilution (ad): oxacillin mic = 0.5mg/l (susceptible). - vitek® 2 ast-p631 (two customer lots and one random lot): oxacillin mic = 0.5mg/l (susceptible), cefoxitin screen (oxsf) negative. The investigation duplicated the customer ast-p631 results. The investigation determined the patient isolate exhibits an atypical biochemical profile. As the vitek 2 ast-p631 test kit result is consistent with the development method (ad), the investigation concluded the vitek® 2 gn ID card is performing as intended.

Manufacturer narrative:
This medwatch 3500a report is being submitted to document the "date of report (b4)" and the "date received by manufacturer (g4)" on the previously submitted supplement. These fields were inadvertently omitted. The "date of report (b4)" should have indicated 03/01/2017. The "date received by manufacturer (g4)" should have indicated the investigation closure date of 02/07/2017.